Event description:
It was reported, the patient was having their pump repositioned on 2014 (B)(6). The reporter stated, the pump does flip. It was noted, the patient had the pump implanted in their lower left abdomen each time they received a pump. The reporter stated, this was their third pump and they have been a blessing. The reporter further stated, the pump was so close to the surface of the skin that they could see the outline of the pump. It was noted, the patient had lost about 20 lbs. Since the most recent pump was replaced. It was further noted that this happened several months ago, but had gotten worse over the past 2-3 months. It was noted, the patient had an appointment with a healthcare professional (hcp) on 2014 (B)(6). The pump contained morphine. Additional information received reported the patient pump pocket was to be revised on 2014 (B)(6). It was noted that no troubleshooting had been done. Additional information received reported the issue was resolved and the patient was doing well. The reporter stated, the pump was functioning properly. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# l70455, implanted: 1999 (B)(6); product type catheter. (B)(4).